Manufacturer narrative:
Covidien reference # : bc201603-0742. Date of initial report : 03/22/2016. Date of follow-up report : 7/14/2016. The reported condition of the device not sealing with end tones being heard was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. End tones were heard indicating completed activation cycles. In addition, regrasp alarms were generated at other points during testing. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. Visual inspection was not in specification. Inspection noted melted overmold plastic on the surface of the seal plate and in the knife track. The investigation identified the cause of the melting to be undetermined.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The site has indicated that the incident sample will not be returned. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding of 4,000cc occurred during a gastrectomy ladg procedure even though end tones, indicating completed seal cycles, were heard. It is unknown if regrasp alarms were heard during the procedure. The surgery was converted from laparoscopic to open. The bleeding seemed to have come from what the customer described as "minor tissue". The patient has recovered and already discharged from the hospital on (B)(6). The patient had a medical history of high blood pressure and copd. Additional questions in regard to the incident have also been asked.